Event description:
The lay reporter/wife contacted lfs requesting a battery. A medical affairs specialist (mas) sent follow up questions and obtained the following info: the reporter mentioned that the patient had lost power on the meter a few days ago. Due to the meter not working, the patient continued to take his diabetes medication on a regular basis. In early 2009, the patient suffered hypoglycemia. The patient has alzheimers and dementia and was unable to communicate. The wife noticed that he was very pale, grey and was sweating. She initially thought he was having a stroke and called the emergency services at 22:50. Paramedics arrived 10-15 minutes later and checked his heart rate, blood pressure and temperature which were all fine. Approximately 15 minutes after arriving, they transferred him to the ambulance where they tested his blood sugar levels. The result was 2.4 mmol/l (43 mg/dl). They then administered several glucose gel sachets, which brought his sugar levels back to normal about 30 minutes later. The paramedics offered to take him to hospital to have him monitored, but admitted that no other treatment would be necessary and he could be left at home if his wife preferred. Other family members had arrived and they all agreed to keep him at home. The paramedics left about an hour after administering the glucose. A normal reading for the patient is between 6.0 - 7.0 mmol/l. The patient last tested on his meter on the evening of two days prior; however, does not recall the reading. Patient has had subject meter for 10 years. Meter was replaced and requested back for investigation. The complaint is being reported since the patient was allegedly unable to test his blood glucose for several days and reportedly developed symptoms suggestive of hypoglycemia and received medical treatment after the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.